Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon burst. The 80% stenosed target lesion was located in the mildly tortuous brachial cephalic vein. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst upon first inflation at 10atm for less than 30 seconds. The device was removed through the sheath. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that the balloon burst. The 80% stenosed target lesion was located in the mildly tortuous brachial cephalic vein. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst upon first inflation at 10atm for less than 30 seconds. The device was removed through the sheath. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.